Event description:
Allegedly, during a turp case, an ungloved anesthesiologist touch patient's face while making contact with bed rail while electrosurgical unit was being activated and received a burn to her finger which resulted in a 2-3mm blister. No medical attention was required. Procedure was completed with no impact on pt.

Manufacturer narrative:
Our labeling states "avoid skin-to-skin contact". When the ungloved anesthesiologist touched the pt and bed rail while electrosurgical unit (esu) was being activated,she created an alternate path for energy resulting in a burn to her finger. It is common practice not to touch a pt with ungloved hands while any form of electrical energy is being delivered to that pt. The unit was evaluated; here are the findings: pt return electrode - inter-electrode impedance detection. The impedance limits deviated from specification; however, because this unit was used in bipolar mode, the pt return electrode was not used and is not required to be used. Therefore, the deviation is irrelevant to this report. Rf leakage. Testing showed that the rf leakage was slightly above the specified limit. We do not believe that this rf leakage would have made a difference. In any event, even if the rf leakage was within specifications, the outcome would have been the same.